Event description:
The pt stated that on (B)(6) 2007, he experienced an infusion tubing separate at the luer connection. He stated that he checked the infusion tubing while on his lunch break and discovered that the outer tubing had separated. He stated that the inner tubing was still intact and he did not experience any physiological effects. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.